Manufacturer narrative:
Section d3, g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was taken for computed tomography (CT) scan of the head which revealed cardioembolic stroke. The patient was treated with tissue-type plasminogen activator (tpa). Treatment resolved the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient came into the outpatient clinic after experiencing new low flow alarms at home. Patient's mean atrial pressure (map) was 110. The patient noticed to have slurred speech and left sided weakness. The cause of low flow was hypertension and that resolved with blood pressure medication. The patient remained stable, continue to monitor. It was later reported that the patient had cardioembolic. There were no changes to patient condition or anticoagulation status that may have contributed. Treatment resolved the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.